Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the outer insulation was cut/damaged and the outer coil was compressed at the suture tie impression region due to procedural damage. X-ray examination of the lead did not find any anomalies. Complete x-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts. All damages found were consistent with damages occurring at time of procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter-defibrillator (ICD) implant. During procedure, the physician successfully implanted the right atrial lead. Upon hooking the lead up to the ICD, the lead was found with low, out-of-range impedance. The low, out-of-range impedance was reproduced using the pacing system analyzer. The physician alleged that during the tiedown of the suture around the lead, the suture sleeve was breached by the suture and damaged the insulation, causing the low impedance reading. The lead was explanted and replaced. The patient was doing well.